Manufacturer narrative:
Block b3: exact date unknown, event occurred in september 2021. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, (B)(6).

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. All device components were removed and will not be returned.